Manufacturer narrative:
(B) (4). Eval summary: according to the product experience report, the surgeon was using the screw and the trailing threads disintegrated. The screw was then removed with a trephine. Sem analysis was conducted on the returned screw, and showed extensive mechanical deformation on the threads. Small areas showed elongated dimples indicating that a piece has sheared off from the threads. Biological substance and bone particles were found on the bone screw. Based on the available info, a definitive root cause can not ascertained at this time. Eval summary: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that during surgery on (B) (6) 2009, the trailing threads disintegrated. The surgeon had to use a trephine to remove it.